Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) which was included in the shortened replacement window product update was classified as an advisory and originally communicated on april 5, 2007, displayed a drop in battery voltage in greater than three months time. After 28 months of implant, the middle of life 1 (mol1) indicator was displayed with a battery voltage of 2.74 v. After 32 months of implant, a battery voltage of 2.61 v was displayed with a charge time of 7.7 seconds. The physician commented that he was unimpressed with the large change in battery voltage considering that no therapies had been delivered. He also commented that if the voltage dropped significantly further after one month, he would prefer to remove the device from service. All other measurements were within acceptable range. Approximately two years later, the device was removed and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.